Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3093-33, lot# v466364, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The patient reported that the programmer would show an "interstim icon" screen and then go back to the sync screen when trying to connect with the programmer. The patient had slipped on the stairs and hit his back at the implantable neurostimulator (ins) site on (B)(6) 2015. He felt a loss of therapy after the fall. He then tried to check the ins with the programmer but could not get connected. This was when the screen was seen. It would not interrogate. Relevant medical history included interstimulation-other. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from the consumer reported that he was having pain around the area of the implant. The patient fell on the right side where the implant is located. The patient was getting relief from therapy. When he put a heat pad on the area, it helped the pain.